Event description:
It was reported that the system locked up and one set of images was corrupted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, replaced a faulty generator pcb and reloaded the system software. System operates as intended.